Event description:
Consumer complaint of high blood glucose results. Customer states that before a meal the glucose range is 125-145 mg/dl. Results reviewed in memory: (B)(6) at 12:34 pm 192 mg/dl, (B)(6) at 10:40 am 192 mg/dl, (B)(6) at 7:42 pm 188 mg/dl, (B)(6) at 5:47 pm 233 mg/dl, (B)(6) at 5:47 pm 81 mg/dl, (B)(6) at 5:44 pm 420 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).